Manufacturer narrative:
Date of event: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Improper or incorrect procedure or method- failure to follow steps / instructions was added to capture the use of prostar device to close a puncture exceeding 10f. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. The article noted that the prostar xl device was used to close a puncture exceeding 10f. It should be noted that the prostar xl instructions for use (IFU) states: access sites larger than 10f require the use of the ¿preclose¿ technique. In this case, the failure mode was not specified, and it is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported patient effect of pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatment of surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature titled: "suture-mediated vascular closure devices for large arteriotomies".

Event description:
It was reported through a research article identifying prostar devices using the preclose technique via 16f and larger that may be related to: early unspecified failure, surgery, pseudoaneurysm and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "suture-mediated vascular closure devices for large arteriotomies."